Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported patient is treated with lotemax and alphagan. Patient last control visit was approximately 2 months post implantation.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported filtration is very low due to xen implant did not get soft, still rigid and firm after implantation in the left eye against the xen®45 gts. Treatment has been provided as yag irydotomy with no improvement.